Manufacturer narrative:
The reported event for the thickening in the insulation was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found no anomalies. The thickening of the insulation proximal to the right ventricle shock coil is by design. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During a procedure, a quality issue was noted with the insulation of the right ventricular (rv) lead. The lead was not used and another lead was successfully implanted. The patient was in stable condition.